Event description:
It was reported that unstable speed occurred. The target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 2.25mm rotalink plus was selected for use. During preparation, when the speed was set at 180,000rpm, the set up was competed. During the procedure, at third ablation, it was noted that the rotation speed did not increase. The setting was checked again outside the patient, and the speed was noted to be unstable increasing and decreasing. It further did not increase. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was returned for analysis. The returned complaint device consisted of a rotablator rotalink plus device. The burr catheter was received attached to the advancer. The advancer, handshake connections, sheath, coil and burr were microscopically and visually examined. There are numerous sheath kinks. Functional testing was performed by connecting the advancer to the rotablator control console system. There were no abnormal noises or leaks and the device did not run; so it was not able to get any speed. The advancer was dismantled and the ultem was found to be melted and the turbine was corroded. Inspection of the remainder of the device presented no other damage or irregularities.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that unstable speed occurred. The target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 2.25mm rotalink plus was selected for use. During preparation, when the speed was set at 180,000rpm, the set up was competed. During the procedure, at third ablation, it was noted that the rotation speed did not increase. The setting was checked again outside the patient, and the speed was noted to be unstable increasing and decreasing. It further did not increase. The procedure was completed with another of the same device. No patient complications were reported.